Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump. During troubleshooting, the customer did not have an alternate wall adapter to charge the pump. Follow with tandem technical support the customer was able to charge the pump successfully with replaced wall adapter. There was no impact to the customer's blood glucose level.